Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate pacing due to the patient presenting premature ventricular contractions (pvc) that fell into the devices blanking period, so the pvcs were undersensed. The device was reprogrammed. Technical services (ts) was consulted and discussed the programmed settings. This ICD remains in service. No adverse patient effects were reported.